Event description:
Right atrial (ra) lead possible insulation breach, low impedance, oversensing noise, polarity switch (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).